Event description:
On (B)(6) 2012, a vns treating physician reported that his handheld was not working and that the battery cover of the handheld somehow fell off and they could not find it. The manufacturer's consultant verified that the battery cover was gone however it was not known whether the physician's office had dropped the handheld before. The handheld and flashcard were returned to the manufacturer for product analysis. Product analysis on the handheld revealed that the battery door was indeed missing, the main battery was installed backwards, and the handheld was unable to charge the main battery. The cause for the missing battery door and incorrectly installed battery are most likely associated with user error. The cause for the handheld not charging the main battery is associated with broken solder connections between the battery terminal and the main pcb. Once the solder connections were restored, no further anomalies were identified. Product analysis on the flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.